Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, sleep excessive, irregular menstruation, muscle cramps, dysmenorrhea, bleeding breakthrough, bleeding intermenstrual, bloating, mood swings, abdominal discomfort, premenopause, nausea, breast pain, lower abdominal pain and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)`") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). The patient was treated with surgery (essure device removal and bilateral salpingectomy, dilatation and curettage, adhesiolysis.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2014. Essure confirmation test hysterosalpingogram result not provided. Date of removal :(B)(6) 2019 (discrepancy noted). Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received. Reporters information, rcc and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, sleep excessive, irregular menstruation, muscle cramps, dysmenorrhea, bleeding breakthrough, bleeding intermenstrual, bloating, mood swings, abdominal discomfort, premenopause, nausea, breast pain and lower abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)`") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2014, (B)(6) 2014. Essure confirmation test hysterosalpingogram result not provided. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2020: new pif received. Reporter information updated. Case became serious incident. Essure removal was done for event pelvic pain. Essure stop date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, sleep excessive, irregular menstruation, muscle cramps, dysmenorrhea, bleeding breakthrough, bleeding intermenstrual, bloating, mood swings, abdominal discomfort, premenopause, nausea, breast pain and lower abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)`") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2014, (B)(6) 2014. Essure confirmation test hysterosalpingogram result not provided. Concerning the injuries reported in this case, the following one were described in patients medical record:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.